Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, service code 204) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. In addition there was corrosion on multiple components of the electrode belt. The j702, j703 and j704 connectors, the dn pca, the trunk cable connector, the dn to front te cable and ECG c and d cable had corrosion damage. The root cause of the damaged cable could not be positively identified but was likely excessive force. The root cause for the corrosion was unable to be positively determined but was likely the result of contamination. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report check therapy pad messages and a service code 204 (belt/monitor unusable). The patient with a replacement electrode belt.